Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The blade failed to rotate during the evaluation.

Event description:
It was reported that a patient underwent a myomectomy on (B)(6) 2012. During the procedure, the blade of the device did not rotate at the middle. Another like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4). Blade seized/stopped. Conclusion: the product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form.